Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot #: 17774313, description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. A computerized tomography (CT) myelogram was taken and revealed that the battery in the pocket site was slightly flipped out or was slightly canted. No device malfunction was suspected. The patient underwent an explant procedure.